Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to clinic for routine follow-up. Upon interrogation of the device, a sudden drop in battery curve was observed and longevity of the device was questioned. Patient was asymptomatic. It was suggested to monitor the battery until the device reaches eri and hospital elected to follow the recommended suggestion. Patient was stable.